Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, this patient¿s right hip tha was implanted in 2018 and no trauma has been reported at this time. Two years after implantation, a hip joint radiological control was carried out. A significant impact was observed; decentration of the head in the inlay with osteolysis of the socket interface as a sign of significant inlay wear/change was noted during the revision on (B)(6), 2023. It was then possible to switch to a vit d-hardened, specially approved inlay. As part of the replacement operation, the fixed ones were determined in addition to the inlay replacement. Acetabular integrity as well as curettage and sealing of the cysts in the acetabular bed using allogeneic spongiosa was noted and completed. No further information at this time.

Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision due to early prosthesis wear/osteolysis is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed because the device was not available for evaluation and radiographs were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings; 4755, part/component/sub-assembly term not applicable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - component code, investigation findings, investigation conclusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: e. The most likely cause for the revision due to early prosthesis wear/osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the device was not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.